Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced ineffective therapy. As a result, patient underwent surgical intervention on (B)(6) 2018, wherein patient¿s existing lead was relocated to provide a better coverage to right leg and hip. Patient also elected to replace ipg with a smaller one. Patient¿s effective therapy has been restored post operatively.